Event description:
It was reported that the patient suffered of a syncopal episode. A fluoroscopy showed the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.